Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The sdi-1 input port was damaged on the main board and compromising the display. As noted, this failure eventually caused no image to appear on the display at all. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus high definition lcd monitor was displaying a distorted image during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device was not displaying an image at all. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the communication error and flickering/distorted image occurred due to a damaged serial digital interface (sdiin1) port. However, the root cause could not be determined. This supplemental report includes information added to e2, e3, and h4. Olympus will continue to monitor field performance for this device.